Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deployment issues; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with an a 6fr sheath after a coronary stenting procedure. The proglide device deployed properly; however, during the knot tightening process using a single-handed technique, the rail suture limb broke under the level of the skin. Guide wire access was still there so a second proglide device was used; however, when harvesting the suture limbs during the second attempt the knot came out along with the suture limbs. Reportedly, when the plunger was pushed down the proglide device was not at the arteriotomy. A third proglide device was used successfully for closure and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training for use of the proglide device. No additional information was provided.